Event description:
It was reported that pump issued repeated alarm 20 during insulin delivery, and customer was not able to successfully load a new cartridge and resume insulin therapy even after following proper loading steps. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support and a local representative, was given storage instructions for the device, switched to replacement pump with new serial number.